Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump left button not working. Customer's blood glucose level was 114 mg/dl. Customer also stated that the scroll bar was not moving with no input. It was also stated that the pressing menu button takes them to the menu screen, up arrow and down arrow allows them to navigate screen. Insulin pump was neither dropped nor exposed to moisture. The device will not be returned for analysis.